Manufacturer narrative:
D10: concomitants: 164-03-13 element-stem, collared w/ha, std offset, sz 13. 170-36-00 biolox delta femoral head 36mm od, +0mm. 180-65-20 alteon 6.5mm screw, 20mm. 186-01-62 integrip cc, cluster 62 mm, g4. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a female patient, initial left hip implanted on an unknown date, underwent a revision procedure on (B)(6), 2024. The patient¿s gxl liner and cup were revised due to loosening and lysis. A competitor¿s cup and liner were implanted. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. No product return for analysis available as the devices were provided to the patient. No further information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of an insufficient bond between the acetabular cup and the acetabular bone, which led to aseptic (non-infected) loosening. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.